Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed no delivery during a bolus attempt. The patient's blood glucose at the time of incident was 320 mg/dl. However, the patient's blood glucose had increased to 400 mg/dl by the time the mother picked up the patient from school. The patient was treated via insulin pen. During troubleshooting the mother discovered a bent infusion set cannula. The mother stated that she will change the set and site and resumed insulin pump therapy. No products were returned and replacement infusion sets were declined.